Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the rep during a laparoscopic appendectomy the surgeon used three pouch devices and the first two ripped and did not hold together. The third device was used to complete the procedure but it did not hold together entirely but just enough to complete the procedure with no patient consequences reported.